Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 07/28/2020. A review of the device history record (DHR) confirmed the lot passed finished goods release criteria. Retain cartridge testing met the acceptance criteria as outlined in appendix 1 of q04.01.003 rev af (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for cartridge lot n19280.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding I-stat g3+ cartridges gave star outs for po2 and so2, suppressed results for be, hco3, tco2 and so2. There was no additional patient information available at the time of this report. Return product is not available for investigation. On (B)(6) 2020 the customer reported discrepant results along with the data. (B)(6). At this time there is no reason to suspect a malfunction exists. On (B)(6) 2020 the customer provided results associated with ph, pco2, and po2 that were unexpected. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay.